Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated he was at the doctor and they set up adaptive stimulation (as), but the patient stated he is not getting enough "electricity" and would like to adjust the settings. The patient stated that his stimulation goes in and out on him. The patient confirmed that as is enabled and that stimulation is on. It was also confirmed that the patient's selected group has as enabled. The patient was walked through adjusting his as settings on each position. The patient increased and confirmed that levels are where he wants them. The patient said he will do laying left, and laying right on his own, now that he is educated. They attempted to change mobile position however due to the patient's bad knee (unrelated to the device) the patient could not access mobile position. The patient confirmed that the stimulation setting was stored to his new desired setting for the following positions: upright, and laying on front. The patient stated the laying on back is good and does not need to be adjusted. No further complications were reported. No additional patient symptoms were reported.